Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-25678. The pt is a participant in a clinical study ((B)(6) relief registry). It was reported the pt (B)(6) was experiencing radiating pain/pressure at the right lead site and their right eye. In turn, the pt was hospitalized and their scs system was explanted which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.